Event description:
It was reported they have had to increase the patient's medication. The patient has had the pump therapy for 9.5 years and "after a certain amount of medication, it just doesn¿t work for you anymore". The patient was initially told by their healthcare professional (hcp) that they were not benefitting from opioids and started to turn the patients medication down. The patient then changed hcps. The new hcp started the patient at 6, then went to 6.6, then went to 7 or 7.2 mg/day. The patient was concerned with long term use of opioids and wanted a lower daily dose. The patient wanted a personal therapy manager (ptm) so they didn¿t have to have their medication turned up so high. The patient felt they were getting too much medication and felt it would work better if they could give themselves a bolus and have a lower dose of medication at night when they were sleeping. The patient reported to the manufacturer representative that they were pain free, but it was reported by the hcp that the patient had an increase in pain. The patient also had an alarm occur around (B)(6). The patient was given an appointment card but when they went to the appointment, they had not entered her appointment and did not have the medication for the pump. The hcp was not aware of the alarm occurring and reported no low reservoir occurred, no empty reservoir occurred, the pump was not in safe rate/state, a pump memory error did not occur, the pump was not stopped, the pump was not reset, there was no pending alarm message, and the patient recovered without permanent impairment. The pump was noted to have been refilled on (B)(6) 2014. The pump was used to deliver morphine.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2006, product type: catheter; product ID 8835, serial# (B)(4), product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).